Event description:
It was reported that after a stent implantation procedure, a stent fracture occurred. The epic stent was implanted in the vena subclavia. The stent was dilated with a non bsc balloon. Heavy calcification was reported. During the post procedure angiography, it was noticed that a fracture of the stent occurred. The patient was well and the stent remained implanted.

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).